Event description:
A manufacturer representative (rep) reported that the patients implantable neurostimulator (ins) recovered from overdischarge on (B)(6) 2016 and the power on reset (por) error message was cleared. The patient stated that the battery would deplete rapidly after it was recovered from overdischarge and completed charged. On the day after the report, the patient stated that they could not charge the ins again and another overdischarge occurred on the following day ((B)(6) 2016). During this time, it was noted that the patient used their ins recharger (insr) to perform a physician recharge mode (prm) themselves. Lastly, troubleshooting could not be done due to lack of access to product and the last recharge session was a month prior to the initial report. There were no reports of medical or therapy issues and no patient symptoms reported. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.